Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that during a thrombectomy and arthrectomy procedure using the rotarex device, the device allegedly became lodged in the distal superficial femoral artery. It was also reported that the device disconnected from the driving mechanism and bur and the coil remained inside the vessel. It was further reported that attempts to retrieve the device produced significant resistance, requiring the procedure to be aborted for patient safety. Sometimes later, plaintiff underwent major vascular surgery due to the retained fragments of the device and resulting arterial damage. However, the current status of the patient was unknown.

Event description:
It was reported through litigation process that during a thrombectomy and arthrectomy procedure using the rotarex device, the device allegedly became lodged in the distal superficial femoral artery. It was also reported that the device disconnected from the driving mechanism and bur and the coil remained inside the vessel. It was further reported that attempts to retrieve the device produced significant resistance, requiring the procedure to be aborted for patient safety. Sometimes later, plaintiff underwent major vascular surgery due to the retained fragments of the device and resulting arterial damage. It was further reported that the patient eventually expired. However, the cause of death and relativity with the device was not reported.

Manufacturer narrative:
H11: additional information was received via email reporting that the patient eventually expired. The file was reassessed for reportability and determined to be reportable as death. The date of death for this patient was not provided; therefore, the date of death has been updated as (B)(6) 1900 to meet the MDR submission requirement. Manufacturing review: a manufacturing review was not conducted due to unknown batch number of the device. Investigation summary: a physical investigation was not possible. Due to no sample / images / videos received, the reported malfunctions cannot be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: labelling review was not applicable for this complaint as it is a complaint not connected to sterilization or labeling. B2, b5, g2, g3, h1, h6 (patient). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. A physical investigation was not possible. Due to no sample or images or videos received, the reported malfunctions cannot be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that during a thrombectomy and arthrectomy procedure using the rotarex device, the device allegedly became lodged in the distal superficial femoral artery. It was also reported that the device disconnected from the driving mechanism and bur and the coil remained inside the vessel. It was further reported that attempts to retrieve the device produced significant resistance, requiring the procedure to be aborted for patient safety. Sometimes later, plaintiff underwent major vascular surgery due to the retained fragments of the device and resulting arterial damage. However, the current status of the patient was unknown.